Event description:
It was reported that during the implant procedure, ventricular lead insertion into the pulse generator header was difficult and the physician had to use pliers. After insertion, all electrical values were normal. The pulse generator was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.